Event description:
Patient reported two infusion sets separating at the luer lock connection. He indicated that his blood glucose was elevated >600 mg/dl. His normal range is approximately 150 mg/dl. He reported symptoms of feeling extremely irate and thirsty. Patient stated that he discovered the issue when he attempted to administer a bolus and noticed the outer tubing was separated and the inner tubing was cracked and leaking insulin. He addressed the issue by changing the infusion set and administering a bolus. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
Recall.